Manufacturer narrative:
Covidien customer support engineer verified the malfunction. The cse inspected the device and replaced the inspiratory module printed circuit board (pcb). The device passed all tests. Covidien reference: (B)(4).

Event description:
Covidien received info that an 840 ventilator had error codes in memory that suggested ventilator was inoperative. The device was being used on a pt when event occurred. Pt outcome was not provided. The date of the event is unk.